Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibited a battery depletion (bd) alert and was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was completed. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.